Event description:
A report was received that a pt had a lead revision due to sensitivity where the leads were sutured down. The physician moved the bottom aspect of the lead. Nothing new was implanted. The pt is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.